Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was in intensive care unit. Device interrogation revealed that the implantable cardioverter defibrillator was over-sensing far field r waves. The patient had several episodes of ventricular fibrillation that were successfully treated by the device. Programming changes were made to resolve the issue. Patient remained unstable in ICU. The reason for being in ICU was not reported.

Event description:
New information noted that the patient was in the ICU due to having true ventricular fibrillation episodes and shocks from the device. Episodes of ventricular fibrillation were successfully treated by the device